Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Report 2 of 2. Consumer reported during use of a pessary, the string separated from the pessary. She manually removed the pessary from her vaginal cavity. She reported the pessary scraped her vaginal cavity upon removal which resulted in pain and bleeding. Consumer consulted her gynecologist and was advised to use an otc topical medication, a&d ointment. She has since improved.